Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #: k163018. The zilbs-635-10-8 device of lot number c1734161 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 device of lot number c1734161 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number c1734161. There is evidence to suggest that the user did not follow the instructions for use. It should be noted that the instructions for use states the following: delivery system the delivery system accepts a .035 inch wire guide. It is known from the information provided that a 0.025 inch wire guide was used in this instance. The japanese packaging insert c-es1207m03 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Looping of the guidewire tip in the distal left biliary duct zilver stent is consistent with the complaint of guidewire entrapment. Guide wire tips are commonly glide coated and can get sheared on sharp edges such as micro puncture needles and stents. The implanting physician¿s comment that guide wires are more likely to get caught in laser cut stent vs a braided stent is correct. If possible, catheter advancement over the distal wire is the most effective method to release the entrapped wire. A definitive root cause of user error was identified from the available information. The instructions for use state that a 0.035-inch wire guide should be used. It is known from the information provided that a 0.025-inch wire guide was used in this instance. The smaller than recommended wire guide used may have resulted in the wire guide getting stuck and separated. The complaint is confirmed based on customer testimony. According to the initial reporter the tip of the wire guide (about 5 cm of the soft part) remains in the left intrahepatic bile duct of the patient. The case was decided to take a wait-and-see approach. If in the future additional information is provided the file will be updated. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This report relates to 3001845648-2020-00638. The reported device was used for biliary metalic stent placement for the drainage due to cholangitis around porta hepatis. After the implantation of the reported zilver 635, the wire guide (m-through 0.025-inch/medicos hirata/initial use) got stuck in the reported stent, could not be removed and got separated. The tip of the wire guide (about 5 cm of the soft part) remains in the left intrahepatic bile duct. The case was decided to take a wait-and-see approach. This file will capture the incorrect size wire guide used. Patient outcome: the tip of the wire guide (about 5 cm of the soft part) remains in the left intrahepatic bile duct. The case was decided to take a wait-and-see approach. Patient/event info - notes: physician's comment: it seems that a wire guide is more likely to structurally get caught in the laser-cut stent compared to the braided stent. Please investigate the cause. Sales rep's comment: I think that the wire guide got caught in the cell of the reported stent and tied up because the wire guide was looped and deflected during stent placement. Please provide the information on whether the similar issue has happened before or not and if there is any troubleshooting for the situation.